Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During tha primary surgery, a metal piece like a thread of the screw was appeared on the cup when the surgeon removed a liner trial after the trial reduction. The surgeon removed the metal piece and the screw. There was no abnormality on the screw by the surgeon's visual check.

Manufacturer narrative:
An event regarding damaged threads involving a 6.5 cancellous bone screw was reported. The event was not confirmed. Method and results: device evaluation and results: device not returned. Only a metal fragment was returned. Materials test has been performed. No mar needed. Eds analysis indicates: energy-dispersive spectroscopy (eds) analysis was performed on the metal debris. Elemental constituents included ti-al-v, which are consistent with astm f136 alloy. Eds spectrum was performed. Medical records received and evaluation: no medical records or x-rays were made available for evaluation device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the complete device was not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During tha primary surgery, a metal piece like a thread of the screw was appeared on the cup when the surgeon removed a liner trial after the trial reduction. The surgeon removed the metal piece and the screw. There was no abnormality on the screw by the surgeon's visual check.